Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not yet received.

Event description:
It was reported that the patient presented in clinic for device implant. Post-procedure, it was discovered that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made and the issue was noted to be resolved with no noted complications or consequences.